Manufacturer narrative:
The reagent lot number is 889120. The expiration date was not provided. The field service representative found and repaired a damaged rinse tube. He replaced the vacuum valve, performed adjustments, cleaned the flow system, replaced the water in the incubator bath, and performed checks and tests with acceptable results. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 309 mg/dl, and the repeated result was 136 mg/dl. The repeated result was believed to be correct.